Event description:
A surgeon reported that the laser did not make burn on the retina during a laser procedure. The backup laser was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. To address the issue, the company representative performed a power monitor (pmon) calibration and an energy calibration. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 18, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system being out of calibration. However, when the system became out of calibration cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).